Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer reported that they had lost the end to the pump battery. The customer reported that the blood glucose had been running in the 400's mg/dl. The customer had a surgery. The customer will call back once they get the battery cap for high blood glucose troubleshooting. The insulin pump will not be returned for analysis.